Event description:
On (B)(6) 2026, doctor ((B)(6)) reported to tss that during procedure ID #(B)(4), they noted a full thickness ak. The site is seeking a review of the procedure.

Manufacturer narrative:
Review of procedure #(B)(4) surgery video indicates that the suction ring was not securely attached to the ring arm, allowing significant eye movement at approximately 21 seconds into the procedure. Patient movement is the likely cause of the reported full-thickness arcuate incision. It is recommended that proper docking technique be reviewed with the user. The system functioned as designed.no further clinical follow up required.